Event description:
Incident occurred in (B)(6). The laser activated in a mode that is not intended to allow the laser to activate.

Manufacturer narrative:
An onsite eval of the laser was performed and it was noted that device was previously damaged. Further eval of the device may be performed if device is returned.